Event description:
Indication for procedure: sepsis with lead vegetations. Procedure: this was a left-sided lead removal procedure performed in the cardiac catheter lab. Two leads (ra & rv) were prepped with a lld-e, lasing with the 14f sls and the visisheath. The procedure was difficult due to the significant amount of vegetation around the leads. The ra lead was originally implanted 8 yrs, 5 months prior, the rv lead implanted 13 yrs, 4 months. After both leads and the sls/visisheath were removed the pt's blood pressure began to decline. Within 6 minutes intervention was initiated, a cardiac perforation discovered and successfully repaired. Device analysis: no devices were retained for return analysis, as they were disposed of immediately after use. An internal lhr of 3 lots (500-012/lot# c10e03a, c10e03b, c10e03c) shipped prior to the (B)(6)2010 procedure were reviewed. No product non-conformances or defects were identified during this review. Pt status: recovered, hemodynamically stabilized and discharged from the hospital on (B)(6)2010.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an "error 2" issue with a one touch ultra 2 meter. The patient indicated that the alleged issue started on (B)(6) 2010, at an unspecified time. At an unknown time that same day after the alleged issue began, the patient claimed that she developed symptoms of shakiness and slurred speech. Due to the alleged issue, the patient administered self-treatment by eating food and/or drinking a beverage. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.